Event description:
It was reported that the patient wanted to make sure that her device was off and needed assistance using her programmer. The patient confirmed that it was off and set on program 1 at 0.0. The patient turned her device on because she went on dialysis in (B)(6) 2013 and no longer urinated. The patient stated that the device will be explanted because she needed to have a MRI because she was having trouble with her dialysis. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# v526891, implanted: (B)(6) 2010, product type: lead. (B)(4).